Event description:
It was reported that at 1730 on (B)(6)2026 propofol and fentanyl were infusing when devices had alarmed channel error on all 3 channels simultaneously requiring all infusions to be transferred to new pumps. Infusions were quickly transferred to new modules. Patient appeared to remain comfortably sedated throughout transfer of sedation medications to new pump. There was patient involvement however no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.